Manufacturer narrative:
The investigation for the optical signal issue has been completed. The cause of the optical sensor issue cannot be determined since field data logs were not returned.

Manufacturer narrative:
Correction: d3, e3, e4, g1. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the customer implanted the pump during a routine procedure for a cardiogenic shock patient. After activation, the performance signal (ps) disappeared. It is unclear how long the pump operated with a normal ps. The customer contacted our csc, who advised replacing the aic. They switched to an aic 3068 while keeping the same pump, but the ps issue persisted. The customer then decided to replace the pump (sn (B)(6)), and the new unit functioned without any problems.